Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the distal end of an essure device is in place in the proximal fallopian tube; the proximal end is extending into the peri cornual myometrium.") And genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, hair loss, headache, migraine, eczema, psoriasis, obesity, ovarian adhesion, fibroids and genito-pelvic pain/penetration disorder. Previously administered products included for an unreported indication: depo provera and ocp. Concurrent conditions included post coital pain, delayed period, allergic reaction, pelvic pain, abdominal distension, nauseous, respiratory distress, uterine pain, adnexa uteri tenderness, irregular periods, urine incontinence, urgency urination, fatigue, stress urinary incontinence, cough, sneezing, dyspareunia, post coital bleeding, menstruation abnormal, dysmenorrhea, hypotension orthostatic symptomatic, uterine bleeding, intramural leiomyoma of uterus, cyst ovary, reduced bladder capacity, urethral intrinsic sphincter deficiency, nocturia, pelvic adhesions, connective tissue inflammation, hemosiderosis, amyloid related imaging abnormality-microhemorrhages and hemosiderin deposits, adnexa uteri cyst, uterus enlarged, cystoscopy, endometriosis, pelvic adhesions, endometriosis of pelvic peritoneum and menstruation delayed. Concomitant products included hydrocodone bitartrate;ibuprofen (hydrocodone-ibuprofen) since on (B)(6) 2018 and phenazopyridine hydrochloride (phenazopyridine hcl) since on (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem") and vulvovaginal injury ("vaginal scarring"). The patient was treated with surgery (bilateral salpingectomy, robot total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, urinary tract disorder and vulvovaginal injury outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain, urinary tract disorder and vulvovaginal injury to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 1. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2013: negative. Ultrasound scan vagina: on (B)(6) 2013: indications: irregular periods. Impression: 3 cm right ovarian cyst. 1.1 cm left ovarian cyst. Urodynamics measurement: on (B)(6) 2018: assessments: sui (stress urinary incontinence, female), decreased bladder capacity, intrinsic sphincter deficiency genuine stress incontinence was identified. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received: reporter was added. Events -pain, urinary problems, bleeding, vaginal scarring were added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the distal end of an essure device is in place in the proximal fallopian tube; the proximal end is extending into the peri cornual myometrium.") In a (B)(6) female patient who had essure inserted. The patient's medical history included painful intercourse, hair loss, headache, migraine, eczema, psoriasis, obesity and ovarian adhesion. Previously administered products included for an unreported indication: depo provera and ocp. Concurrent conditions included post coital pain, delayed period, allergic reaction, pelvic pain, abdominal distension, nauseous, respiratory distress, lower abdominal tenderness, adnexa uteri tenderness, irregular periods, urine incontinence, urgency urination, fatigue, stress urinary incontinence, cough, sneezing, dyspareunia, post coital bleeding, menstruation abnormal, dysmenorrhea, hypotension orthostatic symptomatic, uterine bleeding, intramural leiomyoma of uterus, cyst ovary, reduced bladder capacity, urethral intrinsic sphincter deficiency, nocturia, pelvic adhesions, connective tissue inflammation, hemosiderosis, amyloid related imaging abnormality-microhemorrhages and hemosiderin deposits, adnexa uteri cyst, uterus enlarged, cystoscopy, endometriosis, pelvic adhesions, endometriosis of pelvic peritoneum and menstruation delayed. Concomitant products included hydrocodone bitartrate;ibuprofen (hydrocodone-ibuprofen) since (B)(6) 2018 and phenazopyridine hydrochloride (phenazopyridine hcl) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy, robot total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 1. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: (B)(6). Ultrasound scan vagina - on (B)(6) 2013: indications: irregular periods. Impression: 3 cm right ovarian cyst. 1.1 cm left ovarian cyst. Urodynamics measurement - on (B)(6) 2018: assessments: sui (stress urinary incontinence, female), decreased bladder capacity, intrinsic sphincter deficiency. Genuine stress incontinence was identified. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: embedded device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.